Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this mitral annuloplasty ring, it was explanted due to "not enough tissue". No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that after explanting this mitral annuloplasty ring, the patient's valve was replaced with a non-medtronic valve. If information is provided in the future, a supplemental report will be issued.